Event description:
A caller reported experiencing an alarm 2 followed by an alarm 26, indicative of an occlusion event that occurred earlier in the day. The impact on the customer's blood glucose level was unknown as the caller declined to provide this information. To resolve the issue, the customer changed the pump supplies and resumed insulin delivery.